Event description:
It was reported that a user experienced a scan error with a freestyle libre 3+ sensor integrated to the ilet following a ¿connect cgm or enter bg, dosing stops soon¿ alert after a recent sensor application, after which the system reconnected and displayed a glucose value upon retry without requiring app reinstallation. No adverse clinical symptoms were reported. Outcomes included uninterrupted use after reconnection with no medical intervention, no emergency care, and no hospitalization. User support included troubleshooting and education with verification of system function following reconnection. Investigation of this case revealed that the device resumed communication and provided glucose readings, consistent with a transient communication or pairing issue between the cgm and the ilet without evidence of device hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary connectivity issue.